Manufacturer narrative:
Product analysis: it was determined at analysis that the output connector and hanger assembly were broken. There was multiple occurrences of error codes, the printed circuit board (pcb) was replaced. The lock button was flat on the keypad, but functional. The lower case was broken, and the main label was damaged. The main seal was pinched. The display wire was pinched, the wire insulation not compromised. J) the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had displayed an error message. The epg was received into service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.